Manufacturer narrative:
Correction: h6. Device code: a160102 is also applicable to this event. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated that the patient had a magnetic wallet and stopped using it. It was also reported on the 4th of september, there was an 11 mins stall and recovery. Technical services helped the caller decouple the a820 and reviewed emi/magnets. Technical services also reviewed to make a diary and the caller disconnected.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone and bupivacaine (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient's pump was experiencing motor stalls. The hcp stated that the pump logs showed multiple motor stalls and motor stall recoveries starting on (B)(6) 2023 with most stalls lasting less than an hour before recovering. The patient had not had any magnetic resonance imaging (mris) since implant. The patient stated that he had a magnetic clip where he held his money that was often in his pocket on the same side of this body as his pump, but there was no other magnetic exposure that he could think of. Technical services reviewed the option to play pump alarm sounds so the patient could hear the critical alarm; the patient stated that he had no heard the alarm during these stalls. Technical services reviewed the option to investigate other possible environmental exposure to electromagnetic interference (emi)/magnets that might be causing the stalls. The issue was not resolved through troubleshooting. There were no patient symptoms or complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.